Manufacturer narrative:
The lot number is not known per the complainant; therefore, the device manufacture date is unknown. (B)(4) he device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (b)() 2018. According to the complainant, during the procedure, an attempt to crush a 2cm sized stone was performed using a trapezoid rx basket. However, the pullwire broke from the handle, leaving the stone stuck inside the basket. The device can no longer be attached to an alliance handle due to the damage on the pullwire. A soehendra lithotriptripsy system was then used in conjunction with the trapezoid rx basket in an attempt to crush the stone, however, the pullwire broke for the second time. The basket with an entrapped stone was left inside the patient and the physician placed a metal stent inside the patient beside the basket. In six weeks, the patient is scheduled for another ercp to remove the stent, basket and stone. There were no serious injury nor patient complications reported as a result of this event.